Event description:
Situation: chemotherapy spill. Background: patient receiving continuous chemotherapy. Assessment: rn walked into room and found dried up puddle of chemotherapy on the ground. Tubing noted to be continually/slowly dripping chemotherapy at filter site. Chemo stopped. Chemo spill kit retrieved, and spill cleaned up. Chemo disconnected and discarded in bulk chemo bin. Hazardous spill alert activated. Patient moved to other room due to amount of spill. Recommendation: more frequent checks of IV sites/tubing throughout shifts. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Following this issue since february 2022, meeting with baxter every two weeks and sending all non-chemo samples.